Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer removes the reservoir form her vial of fast acting insulin, her reservoir was fill with air bubbles. The customer stated the infusion sets are leaving scars on her skin. The customer was advised to speak to her doctor. The customer declined to transfer to helpline.